Event description:
11/4/85 the patient underwent cab surgery and insertion of a prosthetic mitral valve, carpenter-edwards. On 6/3/92 the patient underwent a heart cath. The impression: previous mitral valve replacement with 4+ mitral insufficiency, associated pulmonary hypertension. On 6/10/92 the patient underwent explanation of previously placed porcine bioprosthesis and insertion of new medtronic mechanical mitral prosthesis and cab. Post-op the patient continued to deteriorate. The patient expired 7/2/92. Final dx wide open mitral insufficiency secondary to previously placed porcine vitral prosthesis in the mitral areadevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, leaflet. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.